Event description:
It was reported the pump locking mechanism activated and would not allow the pump to be completely filled. They were able to fill with 17ml of fluid. They planned to monitor. There was no patient symptoms reported and the patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).